Event description:
End user reports that when she is using chair anything that has a little incline, even a threshold, the chair will stop. The end user was told by dealer that a wire in the motor is causing brake to engage.